Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tips are broken. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device's tip was broken off. A visual inspection revealed that the device's tip was broken off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date november 19, 2021.